Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effect of tissue damage as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information reviewed, a definitive cause for the reported patient effect of tissue damage cannot be determined. Although a conclusive cause for the reported patient effect of mr and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling. Device code 2017 was removed.

Manufacturer narrative:
The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Failure to follow steps/instructions. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
This is conservatively filed for tissue damage. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 3-4 and thickened leaflets. A mitraclip was successfully deployed, reducing mr <1. During removal, the clip delivery system (cds) was retracted into the steerable guide catheter (sgc) and the entire system was removed with one pull with no resistance felt. Once the devices were entirely removed from the anatomy, tissue was noted in the stopcock of the sgc. In the physician's opinion, it is unknown what resulted in the tissue in the stopcock. There was no leaflet damage noted. Any tissue damage was unable to be determined. The patient is stable and doing well. There was no clinically significant delay in the procedure. No additional information was provided.